Event description:
It was reported that a pin from a therapy cable was broken off and stuck in the therapy connector the prevent defibrillation therapy. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed a therapy cable pin broke off inside the internal therapy connector. Physio replaced the internal therapy connector and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The original corresponding therapy cable was replaced by customer and was not available for physio's evaluation.